Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that the product had error 1720, along with other errors. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed. The root cause of the event was an anomaly in the component (the backup capacitor). The device was returned to the customer with no repair provided at their request.